Manufacturer narrative:
On 12/10/2019, the product investigation was completed. Device investigation summary: during analysis of the sample a tear was observed in the posterior aspect measuring approximately 7 cm. Also shell abrasion was found in the edges of the tear. No other anomalies were observed. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the device received on (B)(6) 2019 was the actual suspect medical device. The correct suspect medical device was actually the right side device: (right) 400cc mentor memorygel breast implant catalog: 3507400bc lot: 5545290 sn: (B)(4). Mentor became aware that the correct concomitant device was: (left) 400cc mentor memorygel breast implant catalog: 3507400bc lot: 5553484 sn: (B)(4). Mentor also became aware that the correct date of explantation was (B)(6) 2019. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Oncomitant medical products: (right) 400cc mentor memorygel breast implant catalog: 3507400bc lot: 5545290 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 400cc mentor memorygel breast implants, suffered left side rupture post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.